Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pacing impedance spike measuring greater than 2000 ohms. Troubleshooting was performed and the out of range measurement was unable to be reproduced. It was noted the was a lot of variability in the intrinsic amplitude measurements, however, there were no sensing issues observed. Technical services (ts) recommended continuing to monitor. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).